Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence. No additional information was reported.

Manufacturer narrative:
The lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Manufacturer narrative:
The lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence. No additional information was reported.